Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
A patient in (B)(6) experienced infection at the percutaneous endoscopic gastrostomy (peg) site and was treated with an unknown antibiotic for 10 days. It was reported that the patient recovered from infection.

Manufacturer narrative:
(B)(4). Additional information received indicating that the medication used was a non-prescription antiseptic cream and not an antibiotic. Therefore, this is not a medical device reportable event.

Event description:
Subsequent to the submission of the initial medwatch repport, additional information received indicates that the ointment used to treat the stoma site infection was affusine cream 20 mg. This is a non-prescription antiseptic cream, not an antibiotic.